Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported a scale reading error and draining slowly to technical services. Treatment data was received and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 4 where 3626ml drained. This drain is 191% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of the prescribed fill volume of 1900ml is 3420ml. Therefore, a reportable malfunction has occurred. Patient was advised to discontinue treatment with the liberty select cycler, and to contact the clinic nurse. Additional information was solicited and received. It was indicated the patient did not experience any complications as a result of the alleged event. Liberty select was replaced.

Manufacturer narrative:
The reported symptom iipv (dv > 180% to 200% of fv) was not confirmed. The reported symptom draining slowly was not confirmed. The reported symptom scale reading error warning was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The go/no go check passed. Weighed fill volume verification passed. System air leak test passed. Valve actuation test passed. Patient sensor calibration check passed. Load cell verification passed. There were no discrepancies encountered during the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."